Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not able to get any green lights on the telemetry portion on the monitor, during a manual transmission. Wash-cloth technique was used, one green telemetry light would appear then disappear; attempted again and no telemetry lights turned on. Troubleshooting exhausted. Referred patient to device clinic for follow-up in the clinic to rule out any potential implanted device concerns. Patient may bring monitor with them to verify patient is able to read their device before going home. The monitor remains in use. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen in clinic for a device check on the date of the call to the manufacturer. There were no issues obtaining telemetry with the programmer and no issues were noted.